Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 2 patients tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. For patient 1 there were discrepant na and k results. For patient 2 there was a discrepant na result. For patient 1 the initial na result was 161 mmol/l and the repeat result was 138 mmol/l. For patient 1 the initial k result was 4.95 mmol/l and the repeat result was 4.24 mmol/l. For patient 2 the initial na result 149 mmol/l and the repeat result was 142 mmol/l. There were no questionable results reported outside of the laboratory. There was no allegation of an adverse event. The na and k electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
The investigation determined the discrepant results were consist with improper preanalytical sample handling. The customer has been advised to check their preanalytical handling specifications.